Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. There was no reported adverse impact to the customer. Reportedly, the customer successfully loaded a new cartridge and resumed insulin delivery.